Event description:
The account alleges that the black tip of the impress catheter fractured during stent delivery in a highly tortuous lesion. The broken fragment was retrieved using a snare and the device has been discarded. No patient injury reported.

Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.